Event description:
It was reported that the patient's device was protruding through the skin flap. The patient's device was explanted. Device reimplant will be scheduled at a later date when the skin flap heals.